Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.018.225s, lot: 5943961, manufacturing site: salzburg, release to warehouse date: 03. Oct. 2017, expiry date: 01. Sept. 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that on (B)(6) 2020, the patient underwent a removal surgery because bone union was confirmed. There was no fragment left in the patient. Patient outcome is reported as stable.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an initial surgery for the right humeral diaphyseal fracture with trigen (smith & nephew¿s product). After the surgery, a delayed union was observed. On (B)(6) 2018, the patient underwent a reoperation in which the trigen was replaced by multiloc humeral nail with the secondary screw inserted. On (B)(6) 2020, the patient underwent a removal surgery. During the surgery, the secondary screw could not be removed easily because the multiloc screw and the nail rotated with the secondary screw. The surgery was successful. No consequence to the patient. This complaint involves three (3) devices. This is 1 of 3 for report (B)(4).